Event description:
On (B) (6) 2009, the patient reported that his infusion sites are not sticking to his body. He stated that he does use adhesive dressings with the infusion sites and they continue to fall out. No physiological effects were reported. The patient was sent replacement infusion sets and an infusion set insertion device. Upon follow up on (B) (6) 2009, the patient reported that the replacement infusion sets were working. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for evaluation.